Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, a dissection occurred. The lesion was located in the left anterior descending (lad) artery. The atlantis sr pro imaging catheter was being used when a dissection occurred. No further patient complications were reported and the patient status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).